Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit received has a slight rotational movement while in the locked position. To resolve the issue, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint confirmed is via inspection of the unit. The unit required cleaning and replacement of worn parts. The probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that the mayfield modified skull clamp (a1059) began slipping on the 1st case it was used since being put back into service. No patient injury or surgical delay has been reported.